Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery depletion error message. A request was made to have data from this device analyzed. Data analysis confirmed that the fault code was the result of extended magnet application ending. This causes a transient drop in battery voltage and is expected operation. The battery voltage is recovering, and the device will continue to produce tones until interrogated by a programmer. The s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.